Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A visual examination noted that the balloon was unfolded and had been subjected to positive pressure. Blood was noted within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a pinhole located at the hypotube to midshaft bond site. This pinhole prevented the balloon from inflating during analysis. A visual and microscopic examination of the balloon material identified no damage or any issues that could have contributed to the complaint incident. A visual and tactile examination identified accordion like kinking damage along the length of the midshaft of the device. This damage was approximately 7mm in length. One severe kink was also noted 90mm distal to the tip at the hypotube to midshaft bond site. The returned device was attached to an encore inflation and subjected to positive pressure when liquid was seen escaping from a pinhole in the midshaft of the device at the site of the severe kink, 90mm proximal to the tip of the device. No issues were noted with the shaft that could have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage along the hypotube or tip of the device. A visual and microscopic examination identified no damage or any issues with the markerbands or blades. All blades were present and fully bonded to the balloon material. No issues were identified that could have contributed to the complaint incident. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that balloon rupture occurred. The 80% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous superficial femoral artery. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon was selected for use. During procedure, the device was advanced to the target lesion, however the balloon ruptured during the second dilation at 10atm. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that a pinhole leak was identified in the shaft.